Event description:
It was reported that the event occurred in the intensive care unit with a (B)(6) female patient with complete heart blockage. The catheter was being placed into the patient's right internal jugular. During placement, the clinician inserted the 20 gauge x 1 /34" catheter over the 22 gauge thin wall introducer needle. They were unable to thread the .032" (.81 mm) diameter x 17 13/16" (45 cm) through the catheter. As a result, they removed the catheter from the right internal jugular and used a larger rigid needle to access the right internal jugular to complete the procedure. There was no delay in treatment and no patient death or complications were reported. Therapy was delayed due to the incident, but the delay did not cause any harm to the patient. There was no patient death, injury, or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable.